Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the black box showed several ¿cs163¿ no cartridge detected warnings and ¿cs162¿ loss of prime due force equal zero warnings on 04/18/2015. An ez-prime sequence was performed correctly with no ¿cs162¿ warning or any other errors, alarms or warnings during the investigation. The product performed within specifications. The original complaint was confirmed but not duplicated during investigation. The pump¿s cover was removed and intermittent condition was found to the force sensor due to a cracked trace near the pin.